Event description:
It was reported that during an unknown procedure, "the device would not work." No additional information is available per rep. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) = jaws. The analysis results found that the 512b device was returned with the outer gasket torn. The device was functionality tested; during the analysis the instrument passed the leak test as intended. One potential cause for the damage found may be the snagging of an instrument during insertion. The batch record was reviewed and no anomalies were noted during the manufacturing process.